Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing of ventricular signals on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) was consulted and low amplitude was observed on the right atrial (ra) lead. The left ventricular (lv) lead was noted to have high capture thresholds. Further evaluation of this system was recommended. No adverse patient effects were reported. This device remains in service.